Event description:
A zoll distributor contacted zoll to report that monitor sn (B)(4) displayed a code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (code 204) was confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause for the failure and code 204 was isolated to a defective y402 crystal oscillator on the monitor c/a board. The oscillator was not producing any output. The root cause for the defective y402 crystal oscillator could not be positively identified. No adverse event resulted from the defective monitor.